Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Service recommended that the customer perform as needed pipettor calibration. The customer called back stating that the instrument was generating error code 3356-aspiration error on liquid level sense board (0), clot score and error code 3350-unable to process test, aspiration error for (pipetter) at (sh sample). The (B)(4) instrument log confirmed that patient results were associated with cntl flag. The probe was referenced as the likely cause of the result issue. Service history for this instrument revealed no subsequent complaints of discrepant or erratic results were reported. No adverse trend of the probe was identified. The architect system operations manual provides troubleshooting for erratic results, which includes known causes of probe not positioned correctly and bubbles, foam, or fibrin clots in the sample. Patient result flag descriptions (ex, cntl) are also provided. The stat b-hcg package insert addresses sample handling and performance characteristics. There is insufficient information to reasonably suggest a malfunction of the probe. The result issue was resolved by the customer calibrating the probe. An issue with sample handling can't be ruled-out as multiple aspiration errors were generated on the day of occurrence. There is no indication of a deficiency of the probe or the architect i2000sr.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Event description:
The customer stated that one patient sample (sid (B)(6)) generated a false negative result for the architect b-hcg assay. The patient was bleeding when she came to the hospital and a negative b-hcg result of < 1.2 miu/ml was obtained, which was reported out as negative. The customer indicated that they usually run controls once every morning. The customer ran controls the morning of the test day and they were in range. However, the controls were out of range low when the customer ran them the next morning after the negative result was generated. The customer stated that the patient had a b-hcg result of 7000 miu/ml a week earlier and the patient was sent home after the negative result was reported out. The patient sample was then retested after the customer recalibrated the probe and controls were back in range, a positive result of 16563 miu/ml was obtained. The customer also indicated that the physician had asked the patient to come back for a redraw. No impact to patient management was reported.